Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0780) on (B)(6)2014. The most recent information was received on (B)(6)2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("coil embedded in the cornua of her uterus/essure coil embedded in uterine wall /coruna"), genital haemorrhage ("abnormal/irregular bleeding") and pregnancy with contraceptive device ("pregnant/unintended pregnancy") in a 29-year-old female patient (gravida 6, para 4) who had essure (ess205) (batch no. 622308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage in 2007, pregnancy with contraceptive device in 2007, gingivitis, termination of pregnancy - elective (unintended pregnancy (2 week visit ultrasound showed irregular yolk sac & gest sac (given misoprostol to flush tissue on (B)(6)2010) captured in 2nd pregnancy) on(B)(6)2010, miscarriage on (B)(6)2010, tubal ligation (essure failed ¿ no more kids) on (B)(6)2017, laparoscopy (diagnostic for pain - right essure removal) on (B)(6)2014, multigravida, parity 4 ((B)(6)2001, (B)(6)2004, (B)(6)2006 and (B)(6)2014) and headache. Patient denies history of std, pid or abnormal paps. She denies any vaginal bleeding. Previously administered products included for unintended pregnancy: misoprostol on (B)(6)2010. Past adverse reactions to the above products included abortion induced with misoprostol. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis uteri, cervical dysplasia, endometriosis and anemia. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2007. On (B)(6)2007, the patient had essure (ess205) inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alcohol intolerance ("alcohol intolerance"). On (B)(6)2013, 6 years 4 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced investigation noncompliance ("never had the hsg confirmation test"), abdominal pain lower ("sharp stabbing pains in her lower abdomen / pain"), dysgeusia ("constant metallic taste in her mouth/metallic taste"), tooth disorder ("dental issues have gotten worse with this pregnancy"), dyspareunia ("painful sex / pelvis pain during and after sex/painful intercourse"), dysmenorrhoea ("pelvic pain in left side (severe and persistent, sharp stabbing, during monthly cycles (2-3 weeks))"), complication of pregnancy ("complications of pregnancy/(pain and she was in labor for 16 hours, the baby did not want to come even though she was in full labor and fully dilated)"), mental disorder ("essure caused/aggravated psychiatric/psychological conditions") and headache ("headaches (more frequent than before)"). On an unknown date, the patient experienced gingival swelling ("gums swollen at the botton") and gingival pain ("gums hurt") with eating disorder. Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with naproxen, loratadine (loratab), hydromorphone hydrochloride (dilaudid), surgery (hysterectomy) and surgery (d&c (dilatation and curettage)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the embedded device, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysgeusia, tooth disorder, alcohol intolerance, dyspareunia, dysmenorrhoea, complication of pregnancy, mental disorder and headache outcome was unknown, the investigation noncompliance had not resolved and the gingival swelling and gingival pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6)2014. 3334g was the reported birth weight. The reporter provided no causality assessment for abdominal pain lower, gingival pain, gingival swelling, investigation noncompliance, pregnancy with contraceptive device and tooth disorder with essure (ess205). The reporter considered alcohol intolerance, complication of pregnancy, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache and mental disorder to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects. She was not allergic to nickel or any other component of essure / ingredients of essure. She did not claim that essure worsened a previously existing injury/condition. Prenatal care for essure baby (2013). On the right side there were 3 coils and on the left side there were 6 coils. At the large opening there was 13 coils visualized through the opening at essure deployment. On (B)(6)2014: discrepancy noted as per mr she had an essure in 2006. Other history: she has had an essure in 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - on (B)(6)2013: positive unspecified date: nickel allergy testing - negative. -current weight: 140lbs. -ultrasound: tvus today showed single fetus, 8w1 day fetus by crl. Gestational sac and yolk sac visualized. Adnexa visualized and appeared wnl. No fluid in cui de sac. Right essure appears to be in place and left appears to not be in place. +fca directly visualized the ultrasound images or fetal heart rate tracing: yes -sonographic findings: fetal count: single fetus, presentation: cephalic, imaging: scan quality: satisfactory. Impression: a detailed anatomy scan was performed. Todays biometries correlate with patient lmp. No anomalies seen at this time. Average u/s size: 19 w 5 d (+/- 1.77 w) ega calculated using lmp. Ega: 19 weeks 5 days. Edd: (B)(6)2014. -ob ultrasound: cephalic presentation. -history of abnormal pap smears. Surgical pathology report: diagnosis: uterus and cervix with left and right fallop1an tubes: chronic cervicitis. Unequivocal dysplasia not seen in entirely submitted cervix. Proliferative endometrium with old implantation site.benign left and right fallopian tubes. Serosal adhesions with changes of treated endometriosis. Segments of contraceptive coil. Only one has obvious spiral configuration. Specimen radiograph shows no residual metal in specimen. On (B)(6)2014: she underwent lavh and cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("coil embedded in the cornua of her uterus/essure coil embedded in uterine wall /coruna"), genital haemorrhage ("abnormal/irregular bleeding") and pregnancy with contraceptive device ("pregnant/unintended pregnancy") in a (B)(6) female patient (gravida 6, para 4) who had essure (ess205) (batch no. 622308) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Follow up information received on 26-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0780, awareness date 26-aug-2015). Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage in 2007, pregnancy with contraceptive device in 2007, gingivitis, termination of pregnancy - elective (unintended pregnancy (2 week visit ultrasound showed irregular yolk sac and gest sac (given misoprostol to flush tissue on (B)(6)2010) captured in 2nd pregnancy) on (B)(6) 2010, miscarriage on (B)(6) 2010, tubal ligation (essure failed ¿ no more kids) on (B)(6) 2017, laparoscopy (diagnostic for pain - right essure removal) on (B)(6) 2014, multigravida, parity 4 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2006 and (B)(6) 2014) and headache. Patient denies history of std, pid or abnormal paps. She denies any vaginal bleeding. Previously administered products included for unintended pregnancy: misoprostol on (B)(6) 2010. Past adverse reactions to the above products included abortion induced with misoprostol. Concurrent conditions included dysfunctional uterine bleeding and adenomyosis uteri. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alcohol intolerance ("alcohol intolerance"). On (B)(6) 2013, 6 years 4 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced investigation noncompliance ("never had the hsg confirmation test"), tooth disorder ("dental issues have gotten worse with this pregnancy"), gingival swelling ("gums swollen at the bottom") and gingival pain ("gums hurt") with eating disorder. On an unknown date, the patient experienced abdominal pain lower ("sharp stabbing pains in her lower abdomen / pain"), dysgeusia ("constant metallic taste in her mouth/metallic taste"), dyspareunia ("painful sex / pelvis pain during and after sex/painful intercourse"), dysmenorrhoea ("pelvic pain in left side (severe and persistent, sharp stabbing, during monthly cycles (2-3 weeks))"), complication of pregnancy ("complications of pregnancy/(pain and she was in labor for 16 hours, the baby did not want to come even though she was in full labor and fully dilated)"), mental disorder ("essure caused/aggravated psychiatric/psychological conditions") and headache ("headaches (more frequent than before)"). On an unknown date, the patient experienced investigation noncompliance ("never had the hsg confirmation test"), tooth disorder ("dental issues have gotten worse with this pregnancy"), gingival swelling ("gums swollen at the bottom") and gingival pain ("gums hurt") with eating disorder. On an unknown date, the patient experienced abdominal pain lower ("sharp stabbing pains in her lower abdomen / pain"), dysgeusia ("constant metallic taste in her mouth/metallic taste"), dyspareunia ("painful sex / pelvis pain during and after sex/painful intercourse"), dysmenorrhoea ("pelvic pain in left side (severe and persistent, sharp stabbing, during monthly cycles (2-3 weeks))"), complication of pregnancy ("complications of pregnancy/(pain and she was in labor for 16 hours, the baby did not want to come even though she was in full labor and fully dilated)"), mental disorder ("essure caused/aggravated psychiatric/psychological conditions") and headache ("headaches (more frequent than before)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with naproxen, loratadine (loratab), hydromorphone hydrochloride (dilaudid), surgery (hysterectomy) and surgery (d and c (dilatation and curettage)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysgeusia, alcohol intolerance, dyspareunia, dysmenorrhoea, complication of pregnancy, mental disorder and headache outcome was unknown, the investigation noncompliance had not resolved and the tooth disorder, gingival swelling and gingival pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2014. (B)(6) was the reported birth weight. The reporter considered alcohol intolerance, complication of pregnancy, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache and mental disorder to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain lower, gingival pain, gingival swelling, investigation noncompliance, pregnancy with contraceptive device and tooth disorder with essure (ess205). The reporter commented: she did not allege that essure caused birth defects. She was not allergic to nickel or any other component of essure / ingredients of essure. She did not claim that essure worsened a previously existing injury/condition. Prenatal care for essure baby (2013). On the right side there were 3 coils and on the left side there were 6 coils. At the large opening there was 13 coils visualized through the opening at essure deployment. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Pregnancy test - on (B)(6) 2013: positive. Unspecified date: nickel allergy testing - negative. Current weight: (B)(6). Ultrasound: tvus today showed single fetus, (B)(6) day fetus by crl. Gestational sac and yolk sac visualized. Adnexa visualized and appeared wnl. No fluid in cui de sac. Right essure appears to be in place and left appears to not be in place. +fca directly visualized the ultrasound images or fetal. Heart rate tracing: yes. Sonographic findings: fetal count: single fetus, presentation: cephalic, imaging: scan quality: satisfactory. Impression: a detailed anatomy scan was performed. Todays biometries correlate with patient lmp. No anomalies seen at this time. Average u/s size: 19 w 5 d (+/- 1.77 w) ega calculated using lmp. Ega: 19 weeks 5 days. Edd: (B)(6) 2014. Ob ultrasound: cephalic presentation. History of abnormal pap smears. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In this particular case, also treatment noncompliance (no hsg confirmation test) was reported. One additional ae case report has been received to date in relation to batch number 622308, this case refers to the previous pregnancy with essure for the same consumer . No batch signal can be identified at this time.. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporter information was updated. Her demographic was updated. This case was upgraded in the incident category and medically confirmed. Essure implantation and explantation date was updated. Her historical and concomitant condition was added. Pregnancy outcome: she was born and had abnormality in heart rate/rhythm was added. Event: essure coil embedded in uterine wall/coruna ((B)(6) 2014). Events: severe/persistent pelvic pain (2010); abnormal/irregular bleeding; alcohol intolerance; painful sex / pelvis pain during and after sex/painful intercourse; pelvic pain in left side (severe and persistent, sharp stabbing, during monthly cycles (2-3 weeks)) ((B)(6) 2007); complications of pregnancy/(pain and she was in labor for 16 hours, the baby did not want to come even though she was in full labor and fully dilated); essure caused/aggravated psychiatric/psychological conditions; headaches (more frequent than before) were added. Treatment medication were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident, at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.